Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during the handling of a roadrunner the firm hydrophilic wire guide in an unspecified procedure, the wire guide coating peeled off. The device was replaced, and the procedure was completed without any reported adverse effects to the patient or interventions required. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was conducted. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A review of complaint history showed no other lot-related complaints received. A review of quality control procedures was also conducted, and no gaps were discovered. The available information provides objective evidence to support that the device was manufactured to specification. The product is packaged with instructions for use, which state, ¿always keep the surface of the wire guides wetted for optimal results. Based on the information available, investigation has concluded that a definitive cause could not be determined. Possible reasons for this event may include user handling of the device during preparation for the procedure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code = dqx. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during the handling of a roadrunner the firm hydrophilic wire guide in an unspecified procedure, the wire guide coating peeled off. This required the physician to use anew device to continue with the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy, how the hydrophilic coating was activated, how long it was activated, and the patient's overall outcome have been requested, but is not available at this time.